Event description:
Healthcare professional reported left side "swelling of the left breast, associated with pain on palpation. It was also noticed breast asymmetry. We identified linear calcification, rupture of the left fibrotic capsule, with fluid with echogenic content inside". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late, rupture.